Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported four false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results for individual 2. See related cases for alternate false positive results. On (B)(6) 2022, it was reported individual 2 received a false positive result in july 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Although requested, no further information was provided for this false positive event.